Manufacturer narrative:
(B)(4) - lens flipped. Evaluation results: visual inspection of the returned product showed half the lens was missing and a haptic was smashed. There was a clear surgical residue on the lens. (B)(4).

Event description:
It was reported that the aq5010v three piece silicone lens flipped as the surgeon was inserting it. The lens was cut out of the eye and replaced with the same model lens without any pt injury. The reporter stated the incident was the result of a loading error.